Event description:
(B)(4). Piece of coil traveled to my uterus and got embedded, couldn't be removed other than trough hysterectomy, I also develop cysts and fibroids, had insane bloating in my belly, gain weight, pain in my pelvic and abdomen, painful intercourse, irregular periods, fatigue, and I believe my thyroid surgery 2 years ago was related to the essure procedure, nodule on my thyroid, half had to be removed.